Event description:
A physician reported that her patient was experiencing pain approximately 1 year following an essure micro-insert implantation. An hsg revealed that one micro-insert was located outside of the fallopian tube. During a diagnostic laparoscopy, the physician removed this micro-insert, which was found protruding out of the uterus through the fundus into the patient's abdomen. The physician stated that removal of the micro-insert was medically necessary and that she believes the patient's pain was directly related to the essure micro-insert.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.